Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. The fse replaced the buffer valves, ise mix motor and pinch valve which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of intermittent low ion selective electrode (ise) results on their au480 clinical chemistry analyzer . There was no report change to treatment, injury, or death associated with this event. The erroneous results were reported out of the laboratory, but were later amended. The customer did not provide patient demographics. The customer provided the initial results for three (3) patients.